Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) (B)(4), this situation occurred during dwell 1. The technical services representative (tsr) explained alarm and assisted in troubleshooting. The tsr advised the hp air entered the setup through the disconnected supply line and the hp would need to start over with new supplies. The tsr reminded the hp to make sure the connections are not loose. The hp was to start over with new supplies. No patient injury or medical intervention was reported. During follow up the hp stated when she woke up the bag was disconnected on the floor. The hp stated, she has the bags on a level surface and she is not sure what happened. The hp stated, she did not contact her pd rn regarding the alarm, but will mention the alarm when she talks to her. The hp stated, she started over with new supplies and resumed therapy without any problems. No patient injury or medical intervention was reported.